Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (unknown), concentration 2000 mcg/ml, dose and frequency 1352 mcg/day via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient had an increase in spasticity since the date of the event. It was reported that intermittent motor stalls may have led or contributed to the issue. The following troubleshooting was performed: interrogation of the pump showed intermittent motor stalls since the date of the event. The patient was started on oral medications as an intervention to resolve the issue. It was reported that the pump was replaced on (B)(6) 2017. The product status was listed as "explanted-complete" and the reporter indicated that the device would be returned. It was reported that the issue was resolved at the time of this report. The patient status at the time of this report was listed as "alive - no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the intermittent motor stalls was unknown.